Manufacturer narrative:
The company service representative performed a preventive maintenance and no problems were found. The system was then tested and met all product specifications. The company service representative informed the surgeon of the results. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported corneal edema one day post laser assisted corneal incisions. The patient is under observation. A clinical applications specialist performed preventive maintenance and found no malfunction on the system. New information was received. Four days post surgery, vision was noted to be improving. No pain was noted. Under the microscope, the incision seemed to whiten more than performing a usual cataract operation. A video also showed the incision to be as usual or slightly whiten. The cause of the corneal edema is unknown but surgeon believes the laser contributed. The video of the surgery did not show that the surgeon did anything to cause the issue. Decrease in corneal endothelial cells is quite serious. The corneal endothelium around might improve slightly. The surgeon does not know the reason for the event.